Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined failure of the turret motor, a failure of the high brightness motor, and the cause of was detection lever wear. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during preparation for a diagnostic examination nasal cavity, the visera pro xenon light source front panel was blinking/flashing/continuing turning on. There was no delay reported with the procedure. The procedure was completed using the same device.

Event description:
The customer reported to olympus, the visera pro xenon light source front panel was blinking/flashing/continuing turning on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered abnormal noise, detection lever wear and the lens was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.